Event description:
A surgeon reported that during intraocular lens (iol) implant surgery, a haptic was noted to be broken. The lens remains implanted. Additional information was received from the surgeon, who reported that the patient is "okay", but the lens is decentered and the patient's visual acuity has decreased. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).